Event description:
Client stated that she was riding the lift without using the seatbelt. She blacked out and fell out of the seat falling to the bottom of the stairs. Broken ribs and bruising.

Manufacturer narrative:
Inspection on-site revealed lift was working to specifications and all systems tested properly. Root cause was client not wearing seat belt per manufacturers instructions. Reviewed user manual with client for proper operation of lift and stressed the importance of always wearing the seat belt.